Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that it had been determined by their physician that the falls had not impacted lead placement. The cause of the loss of therapy had not been determined and their symptoms were worsening.

Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy and their bladder was going crazy, they were peeing 2-3 times an hour. The patient reported a 3 falls in the week before the report that were related to the issue. The patient stated they fell backwards. The patient was redirected to their healthcare provider to discuss symptoms. No further complications were reported.